Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach- faulty attachment tip at the top of broach which resulted in great difficulty attaching the broach handle. Eventually attached the broach but cannot attach without great force and time.

Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: the device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A complaint database search against product code l20411 found additional reports of difficulties assembling the broach to the mating instrument. Investigations of previous reported events found damage on the broach corail amt 11 to be contributing factors. The investigation could not draw any conclusions about the current reported event without the instrument to examine. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.